Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported that when they went to change the amplified waste in the instrument, they noticed the floor of the drawer contained liquid of their alinity m system. As the customer inspected further, they found that the liquid had spilled out onto the floor as well. The customer reported that they noticed a leak on the front foot of the instrument. The technical application specialist (tas) asked the customer to carefully clean up the spill while utilizing the proper personal protective equipment (ppe). A field service engineer (fse) was dispatched for further troubleshooting. A leak was noted again on (B)(6) 2024. The leak was coming from waste tubing out of peristaltic pump 7. The pump was proactively replaced. Both the lysis and diluent pumps were successfully replaced as per the service manual. All dispense nozzles were cleaned. All troubleshooting passed. The customer reported a leak again on (B)(6)2024. It was found that the peristaltic pump 7 was not working. There was a first-use failure of the initial pump replacement. The pump was replaced and all troubleshooting was performed successfully. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.